Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the btt short port ruptured. It was noted that ten cc of air was used and there was not a vascular clip present. A replacement device was used to complete the procedure. The hospital will reportedly not be returning the product in question. While the hospital could not provide the event date, they reported that the event had occurred within the last four weeks of the aware date.

Manufacturer narrative:
A lot history record review could not be performed as the product lot number is unk. Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all event are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).